Event description:
The pt experienced fluid retention in the pump pocket nine days after their device was implanted and again on (B) (6) 2009. Both times, the fluid was aspirated. It was stated that the pt was "free of relapse" and there were no pump infusion anomalies found at the pt's next refill session on (B) (6) 2010. The pt's status was stated as "recovered". The medication being delivered via the device system was gabalon.

Manufacturer narrative:
(B) (4).